Event description:
Technician found ticking with cut on it, and mattress full of blood.

Manufacturer narrative:
Technician replaced foundation foam, foot bladder, torso bladder, thigh bladder, topper foam, sheerliner, fire barrier and ticking. Tsr found the bed in storage room and was not in service. No injury or incident reported. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.